Manufacturer narrative:
Date sent: 03/05/2008. Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that the device cut and it did not staple. They used another like device to complete the case with no pt consequence.